Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-03. H6: investigation summary one photo and one catheter assembly in its original opened packaging were received by our quality team for evaluation. Upon inspection of the received assembly, a black foreign matter was identified to be present on the outside of the catheter tubing. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. A microscopic inspection of the foreign matter revealed that the foreign matter has a smooth melted plastic look. The thickness of the foreign matter changes throughout the particulate and there is not a definitive shape to it. The foreign matter was found to be hard and does not move. It was unable to be identified by microscopic inspection and sent for spectral analysis. The spectral analysis identified the foreign matter as polyethylene and silicone. The silicone observed in the analysis is the lubrication used for the catheter tubing and was most likely present on the foreign matter upon removing it for testing. Based on the spectral analysis and visual observations, a specific origin of the polyethylene foreign matter cannot be determined with certainty due to the high number of items that contain polyethylene. There are multiple possible manufacturing root causes, however, as the device has been opened and the foreign matter was not identified until after opening of the device it is possible that the foreign matter was introduced in the clinical environment. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that black foreign matter was found in the bd insyte¿ autoguard¿ bc shielded IV catheter cannula after unpackaging it. The following information was provided by the initial reporter: "black substance found in end of cannula. Customer said it looks like black plastic. Found upon opening."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd insyte¿ autoguard¿ bc shielded IV catheter cannula after unpackaging it. The following information was provided by the initial reporter: "black substance found in end of cannula. Customer said it looks like black plastic. Found upon opening."